Manufacturer narrative:
(B)(4) (type ii endoleak). Eval, results: (endoleak). (Type ii endoleak). Eval, conclusions: (type ii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted for endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 60 months ago. Vessel morphology at the time of implant was not reported. It was reported that there was a persistent type ii endoleak resulting in aneurysm enlargement to 7.6 cm in diameter. The type 2 endoleak was coming from several pt lumbar arteries. The physician elected to remove the stent graft system from the pt. It was also reported that previous attempts were made to resolve the type ii endoleak using glue and coils; however, the type ii endoleak did not resolve. No additional clinical sequelae were reported and the pt is fine.